Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a revision procedure was performed for routine device pacemaker replacement at which time this right ventricular (rv) lead was surgically abandoned due to reported high pace impedance measurements. Additional information was received indicating the lead also exhibited increased/high pacing thresholds and loss of capture (loc) at programmed outputs prior to revision. It was noted that increasing the pulse width did not resolve the loc. The device was subsequently programmed to unipolar therapy but the patient later returned exhibiting pocket stimulation at which time the decision to revise the system was made. No adverse patient effects were reported.